Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin, 1 gram and injection fortum, 1 gram, intraperitoneally (frequencies were not reported). It was not reported whether pd therapy was ongoing. No additional information is available.